Event description:
Ous MDR - the stent could not be released.

Manufacturer narrative:
The device was not returned to biotronik. Therefore no technical investigation on the subject could be performed. The manufacturing history was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation verified that the instrument detailed above was manufactured according to specifications. The device fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations no manufacturing related rootcause could be identified. The root cause for the complaint event is most likely related to external factors during the procedure.